Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation as it was discarded. Follow-up with the neurologist did not provide any information about the believed cause of the failure to program however the physician¿s programming system is functioning. The physician plans to obtain clinic notes once the patient permission is given.

Event description:
It was initially reported that the patient was having an increase in seizures and the generator was unable to be interrogated. The physician suspects that the patient may have damaged the vns due to frequent falls experienced by the patient, including a "serious fall" for which she was taken to the hospital, the inability to interrogate the generator may be due to battery depletion or a possible of a combination of both. The patient¿s seizures had become daily and she has been falling with drop seizures. The patient had a generator replacement and attempts for product return are in process. Good faith attempts for additional information have been unsuccessful to date.